Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces during testing. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display during bolus. The customer confirmed that about a month prior to the call, she jumped into pool water while wearing the device. The customer stated that the device had been functioning normally until the day of the call. The customer also stated that she touched the device with wet hands shortly before the call. Blood glucose level at the time of the incident was 165 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.